Manufacturer narrative:
Na

Event description:
It was reported that the lead impedance was less than 200 ohms and trend data showed a lowest impedance reading of 100 ohms. The implantable cardioverter defibrillator's (ICD) atrial lead patient notifier was programmed off.